Manufacturer narrative:
The unit was received with traces of moisture on the electronic assembly and motor assembly. The vibrator motor was visually inspected and was found corroded. The unit had battery tube threads cracked, cracked reservoir tube lip, and a minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report moisture exposure to the insulin pump. The customer reported that there was moisture under the display. The customer stated that the insulin pump was able to give basal but not bolus. The customer's blood glucose level was 148 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.